Manufacturer narrative:
This medwatch is being submitted for discrepant back to back results with comfort curve test strips lot 549532. (B)(4).

Event description:
Reported alleged obtaining discrepant back to back blood glucose results of 115 mg/dl, 216 mg/dl, 120 mg/dl, and 116 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated on a different day another comparative test of 100 mg/dl back to back with a result of 188 mg/dl was performed 3 minutes apart on the same system. Reporter used comfort curve strip lots 549532 and 549840 and cannot remember which tests were taken on which strip lot. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing and obtained the comparisons from the system memory. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.